Manufacturer narrative:
(B)(4). Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. However, the motor was tested outside of the device and passed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.